Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was oversensing noise that triggered inappropriate mode switches. No changes or intervention was reported. There were no patient consequences.